Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was scheduled for a pocket revision on (B)(6) 2019 for unknown reasons. Follow-up was conducted to obtain for more information regarding this issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that on (B)(6) 2018 the patient complained of pain above their battery site due to shifting and weight loss. The patient also reported difficulty recharging because of these issues. No further information was reported.